Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor. Upon investigation the electrode belt ECG acquisition and pulse delivery circuitry was functional. The electrode belt was not leaking gel at the time of receipt at the distributor. The rear 2-wire therapy electrode showed signs of damage. The root cause for damaged therapy electrode was excessive force during patient use. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient was developing an irritation under the therapy electrodes. The irritation was described as open blisters. The patient's electrode belt was also reportedly leaking gel, contributing to the irritation. The patient's physician prescribed an unknown cream for the irritation, and the patient reported that the irritation was healing.